Event description:
Variability, rise, and high lv pacing impedance. High lv threshold. Possible fracture. Lv lead turned off. Rv defib lead impedance >200 ohms. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5120724.